Event description:
It was later reported that the patient was still having concerns with her device or therapy, but was working with her doctor or manufacturer representative.

Event description:
It was reported that the patient¿s ¿baclofen/pain¿ pump malfunctioned during the year of this report. The catheter pulled from the patient¿s spine and the patient went through withdrawal. The patient was noted as receiving intrathecal baclofen therapy. Specific drug information, the cause of the event, patient symptoms, treatment/interventions, troubleshooting/diagnostics, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n219660, implanted: (B)(6) 2010, product type accessory; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the catheter had pulled out of her spine "to go back in." There were no further complications reported at this time.